Event description:
A customer called to inquire as to the status of a replacement meter and reported the following medical event: the customer reported losing consciousness and experiencing the following symptoms: numbness in the legs, swollen tongue, faint, dizzy and sweating. The paramedics were called and administered an unknown intravenous solution, "to bring the sugar up" and encouraged the customer to eat something. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This case involved a delivery issue. Therefore, no meter will be returned for investigation. Customer service called the customer and left message to inquire how the customer was feeling and if they needed any help to set up their new meter.